Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn went to change the ha infusion bag and noted that there was fluid leaking onto the floor beneath the tubing. The ha bag was double spiked and upon the rn's inspection of the tubing sets, it was found that one of the tubing sets for the ha was leaking through a crack at the connection between the primary tubing and the filter tubing while noting that the other tubing set remained intact. The rn changed out the tubing and the infusion continued without further problems. The md was made aware of the leak. There was no report of patient harm.